Event description:
Pt reported that she noticed a leak under the infusion set adhesive near the catheter during an immunoglobulin infusion on (B)(6) 2012. She changed the infusion set using product from the same lot, and there were not further leaks. Pt was informed that this is misuse of the product. The infusion set was requested for evaluation. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.